Event description:
Customer reported high bgs (288-349mg/dl). Corrective boluses were not effective in reducing high bg; pt removed pod. The pod did not initiate alarm. Device will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.